Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the anastomosis in a low anterior resection, when the surgeon activated the device by turning the black knob with 2 full turns, the instrument did not cut and was stuck in the patient. Surgeon did a derivation ileostomy, because of anastomotic leak. Surgeon had to close it back & reopened it a couple of times before being able to retrieve it from the patient. It was also noted that there was extended surgical time and patient hospitalization due to device problem. Patient will undergo additional operation for the temporary ileostomy to be removed.